Event description:
The customer reported that the system displayed a filament calibration error message during a procedure. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable connectors were regreased and a filament calibration was performed. The system was then found to be operating as intended.